Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had compromised force sensor system. Customer¿s blood glucose level was unknown. Customer stated that the insulin was squirting out during the manual prime process and the insulin continued to drip after motor stops during the manual prime process. Customer stated that they were unable to exit the preparing to prime loop and the rewind message occurred after an alarm or alert and they were stuck in rewind complete or bolus delivery loop. Customer stated that they did not receive 2nd series of beeps nor did numbers appeared on the screen. The customer was also advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device received a33 alarm during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test or verify prime or fill anomaly due to a33 alarm. However, device passed rewind test and displacement test. Device had cracked reservoir tube lip.